Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer called stating all of the tampons were falling apart. No injury was reported.